Manufacturer narrative:
The manufacturer previously reported an active exhalation control module was replaced during service due to an issue. B.1 adverse event was incorrectly marked. There was no harm or inury reported.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.